Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen screen on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but will not be investigated as it will not confirm the alleged complaint or determine a probable cause. No injury or medical intervention was reported.